Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. This report is related to the following reports reference numbers: (B)(4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; therefore, the reported failure could not be confirmed. In addition, and since the device was not returned, there were no new reportable malfunctions identified. A root cause could not be identified. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic hysteroscopy procedure, the camera head's image was bright near and couldn't be dimmed. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic hysteroscopy procedure, the camera head's image was bright near and couldn't be dimmed. The procedure was completed using the same set of equipment. There were no reports of patient harm.